Event description:
The customer reported that when she unplugged her pump in style power adapter from the wall outlet, the transformer housing fell completely apart and the insides came out.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer reported that the power adapter fell completely apart and the transformer, inside the housing, was hanging out. The original product was received by medela on (B)(4) 2013, however, an evaluation was not complete at the time of this report. Should additional info be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. Though the original product has not been evaluated, this issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transfers during shipping.